Event description:
Approximately twenty-three months after the implantation, the patient reported increasing vad power consumption with later development of hematuria. He was admitted to hospital approximately two weeks after the initial elevation of his power consumption. The patient's medications at the time of the event included coumadin and aspirin. However, he reported that he had recently adjusted his coumadin dosage because of a recent nosebleed and that he had not informed his physicians. The patient was treated with intravenous tpa on the day of his admission and on the following day. This second treatment resulted in the normalization of the patient's vad parameters but appears to have also been associated with transient hematuria. The hematuria also resolved at a later date. As of the date of this report, the patient remains in hospital on the ward in order to further regulate his inr which is currently reported to be 1.36. He is scheduled to be discharged when his inr becomes therapeutic. The event was reported to be unrelated to the heartware device and related to the patient's non-compliance with his anticoagulation therapy.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Manufacturer narrative:
The device remains implanted in the patient and is not available for return to the manufacturer for analysis. Review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. Review of the controller log files revealed an increase in power consumption and flow, as well as "high watts" alarms that correlate to the reported event. While the exact cause of the thrombus event could not be conclusively determined, the physician suspects the patients noncompliance with anticoagulation contributed to the event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Investigations of complaints with similar circumstances were reviewed; an increase in power may be due to pump thrombus/thrombosis, which is a known potential complication associated with all patients implanted with vads and is multifactorial in etiology. The cause and origin of the thrombus cannot be conclusively determined. No additional information will be forthcoming.

Manufacturer narrative:
The device remains implanted in the patient and is not available for return to the manufacturer for analysis. Review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. Review of the controller log files revealed an increase in power consumption and flow that correlates to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Investigations of complaints with similar circumstances were reviewed; an increase in power may be due to pump thrombus/thrombosis, which is a known potential complication associated with all patients implanted with vads and is multifactorial in etiology. The cause and origin of the thrombus cannot be conclusively determined. No additional information will be forthcoming.